Event description:
(B)(4).

Manufacturer narrative:
We informed the customer to remove the side panel off the cns and clean the dust from the cpu fan. The customer stated they will confirmed and call back if further issues continue. We followed up with customer and confirmed that there was dust on the cpu fan and once cleaned that the issue has been resolved. This is a maintenance issue that is stated in the service manual.